Event description:
Atrial oversensing was reported after the device was implanted. The atrial sensitivity is at .5 millivolts and the ventilator output is 5.4 v/0.5m sec. Mode switching was observed without the presence of atrial arrhythmias. Atrial sense annotation (dot) noted near ventricular paced event and evoked t-wave. No irratic tracking was observed when mode switching was "off". Further description of the event is in section h.10 of this form.